Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v712405, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient could not find her patient programmer and she has (what appears to be) a bladder infection and was wondering if one of the electrodes on the leads was infected. This issue began a couple weeks ago. The patient had symptoms of a bladder infection. The patient noted: "I dont have nitrate in my urine I only have "lucosite"." The patient had not gone to see neurologist yet. One doctor put her on amoxicillin and it didn't work. The patient went somewhere else and went on macrobid and that didn't help. Then she was put on cipro and it did help, but she couldn't stay on cipro "...I had issues." The patient did not know how long the patient programmer had been missing. The patient noted she is messy and can't stay organized. The patient did not use it very often. If additional information is received, a follow up report will be sent.